Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected charge/battery anomaly were noted. However corroded battery tube compartment noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or no delivery alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin received motor errors. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump received frequent no delivery alarms, cracks around battery area of the insulin pump and batteries die immediately. The customer declined troubleshooting with technical support. The device will not be returned for analysis.